Manufacturer narrative:
Date: (B)(6) 2017.

Manufacturer narrative:
If this malfunction were to occur during use, it could cause the unit to shut down. If the unit shuts down an audible alarm will alert the user. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a post timer 24v failure (error code 1014). Message. There was no patient harm.